Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. The manufacturer is performing further follow up and will provide a supplemental report if additional information is received. Not explanted; tavi performed.

Event description:
The manufacturer was notified that a patient who had a perceval valve implanted, received a valve in valve tavi. No further information is presently available.

Event description:
The manufacturer was notified that a patient who had a perceval valve implanted on (B)(6) 2017, received a valve in valve tavi on (B)(6) 2021. The manufacturer was informed that this patient was part of the manufacturer's clinical study sure-avr, thus further information was retrieved from the database. At the time of implant, the echo showed a good perceval valve functionality (mean gradient 4mmhg, no pvl, central leak 1+). A good functionality was also confirmed at discharge from the hospital (mean gradient 7mmhg, central leak 1+). Two follow up visits are available in the clinical study (both conducted by phone), one performed in (B)(6) 2018 and the second one in (B)(6) 2019. In both follow ups, the patient is reported to be in nhya class ii. No serious adverse event nor product malfunctions reportedly occurred during the year prior to each visit. No further information is available from the study database.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on the event and on the device involved. However, no further information was provided as of today despite the manufacturer's attempt. Based on the available information, it is not possible to draw a definitive conclusion for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The root cause of the reported early re-intervention remains unknown at this time. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided.